Event description:
Customer reported the collimator closed down and the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and the generator interface board. System operates as intended.